Manufacturer narrative:
The issue was caused by a third party company. Therefore, a further complaint investigation at trumpf medical will not identify a root cause or bring new information. Trumpf medical is reporting this event to health canada as the medical device "iled 7 ceiling trio" is involved. The root cause for the event is not related to trumpf medical/hillrom. Based on this information, no further action is required.

Event description:
Customer reported during a case, a screw fell out of the monitor holder and landed on to the floor after 3rd party installed the monitors on the customers system. No harm or impact to a surgical procedure was reported. This report was filed in our complaint handling system as complaint (B)(4).